Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that they need a new bulb for the tabletop illuminator. Additional information has been requested.

Manufacturer narrative:
The service record indicates that the customer was not experiencing an issue with their system but noticed that the tt illuminator lamp was at 379 hours of it 400 hour rated life and wanted it to be replaced. The lamp was subsequently replaced. The system was then tested and found to meet product specifications. The system was manufactured on january 11, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).